Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Service history review: part no. 03.501.080, lot no. 8497301: no service history review can be performed as this is a lot controlled item. The manufacture date of this item is august 07, 2013. The source of the manufacture date is the release to warehouse date. The service history evaluation is unconfirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the zipfix gun not cutting, has no further information. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: a service and repair evaluation was completed: the customer reported the item was not cutting. The repair technician reported the lever was sticky. Lube/oil/clean is the reason for repair. The cause of the issue is unknown. No parts were replaced. The item was repaired, passed synthes final inspection and returned to the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.